Manufacturer narrative:
Ref: MFR 2937094-2013-00257.

Event description:
It was reported that during a prostate procedure, the first fiber had "diminished vaporization and fiber cap detached." A second fiber was used which "overheated, and went ti standby error." The physician completed the case with a turf. Pt outcome: no damages to the pt. This report is for the first fiber.